Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the precision check and the results were within specifications. The investigation determined the event was consistent with the misadjusted nozzle in the rinse station. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine jaffé gen.2 (crej2) results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one example of discrepant results: on (B)(6) 2024: the initial result from their other c 501 module was 7.00 mg/dl. The first repeat result from the module was 3.42 mg/dl. The second repeat result from the module was 7.25 mg/dl. On (B)(6) 2024: the third repeat result from the module was 6.81 mg/dl. The high results correspond with the patient's history.

Manufacturer narrative:
The serial number of the customer's cobas 6000 c501 module is (B)(6). The field service engineer (fse) inspected the module and found one of the probes of the wash station was slightly overflowing. He then adjusted this part. The hardware performance check results were acceptable. The investigation is ongoing.